Event description:
Procedure: sigmoid resection. Reportedly, it was possible to fire the stapler, but the staples were not formed properly. As a result, the surgeon resected additional tissue to complete the procedure and fix the tissue.